Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. Patient was in stable condition.